Manufacturer narrative:
A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery was provided and revealed the following observations: central regurgitation was visualized on tte. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation was confirmed based on provided imagery. An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, 'the valve was implanted successfully without any complications, but final angio showed a moderate severe leak. Although post dilatation adding 1cc was performed, final angio still showed the same moderate severe leak. Therefore, it was suspected that it was a central leak instead of pvl'. Per provided information, patient had calcified annulus and severe leaflet calcification for nc and lc cusps. In this case, the leaflets were likely impinged by the significant calcium at landing zone during the deployment, leading to leaflet motion restriction, resulting in central regurgitation. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards spain affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve was implanted successfully without any complications, but final angio showed moderate-severe central leak. Post dilatation was performed adding 1cc, and final angio still showed the same moderate-severe central leak. Tee confirmed that intra-prosthetic leak (central), and the echocardiographer mentioned that there was something wrong with the posterior leaflet. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 valve. The central leak was resolved, and the patient was fine post procedure.